Event description:
Teh rptr stated that the hemostatic valve failed and allowed blood to leak out of the introducer. There was no pt injury or treatment. This issue was reported to medex medical by coleraine, n. Ireland.